Manufacturer narrative:
This case, with patient identifier (B)(6) (test strip lot number 496502), is related to case with patient identifier (B)(6) (test strip lot number 496382).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 425 mg/dl (strip vial 1) and 200 mg/dl (strip vial 2). No adverse event reported. The customer did not know which strip vial was used for each result. The test strip lot numbers (496382) and (496502) were used for the result comparison. Return of the suspect device was requested for evaluation.